Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an insulin cartridge and contact detach change, the user¿s caregiver did not observe drops during the fill tubing process and noted the cartridge and the inside of the ilet were wet, with the cartridge and connector having been attached outside of the pump; a new cartridge was installed and the fill completed successfully, and blood glucose was not impacted. Symptoms included no clinical effects. Outcomes included no change in glycemic control and no medical intervention beyond cartridge replacement. Investigation included customer troubleshooting and guided replacement of the cartridge and re-priming. Investigation of this case revealed evidence consistent with a cartridge or connection leak external to the pump, with wetting observed at the cartridge and within the ilet, and resolution after replacing the cartridge and refilling. It was concluded, based on previously established findings for similar reports, that the cause was a connection or cartridge integrity issue during setup.